Event description:
The rptr did back to back (rapid succession) blood glucose testes. Rptr tested using separate fingersticks. Rptr's results were 305 and 168 mg/dl. Rptr did not have any symptoms. No harm was alleged.